Manufacturer narrative:
Investigation ¿ evaluation. It was reported; upon removal the standard fixed core wire guide came out in two pieces during an unspecified procedure. The access site and the target location of the procedure was the right ureter. The wire guide was removed from the right ureter of the patient when it came out in two pieces. There was resistance when removing the wire guide. The second piece of the wire guide was on the ureteral stent and was removed when the user removed the stent from the patient. Once the wire guide and stent were removed, a new pollack catheter was inserted into the right ureter, and a retrograde pyelogram showed the upper ureter and renal pelvis system intact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as visual inspection of the returned device, were conducted during the investigation. One wire guide was returned with open pouch and label. Upon visual inspection, it was confirmed that the wire guide was returned in 2 segments. The shorter segment measured 33.2 cm. The longer segment was difficult to measure. It had been pulled and stretched. The coils had been stretched and twisted. The wire guide had multiple kinks. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook did not review product labeling. This device is not packaged with an IFU. Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported; upon removal the standard fixed core wire guide came out in two pieces during an unspecified procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but has not yet been received.

Event description:
Additional information was received on 18jul2025. The access site and the target location of the procedure was the right ureter. The wire guide was removed from the right ureter of the patient when it came out in two pieces. There was resistance when removing the wire guide. The second piece of the wire guide was on the ureteral stent and was removed when the user removed the stent from the patient. Once the wire guide and stent were removed, a new pollack catheter was inserted into the right ureter, and a retrograde pyelogram showed the upper ureter and renal pelvis system intact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5, b7, d10. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.